Event description:
Customer reported a malfunction alarm associated with the pump. There was no reported adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump, and the issue was resolved as the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue reappeared, which the customer acknowledged and understood.